Event description:
Operating room has found the outer plastic package of item 533862 with a hole in it. Product defect.

Manufacturer narrative:
(B)(4). The device history review for the product hp ti ml 10/cart 120/box lot# 73c2100951 investigation did not show issues related to the complaint.

Event description:
Or has found the outer plastic package of item 533862 with a hole in it. Product defect.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 533862 hp ti ml 10/cart 120/box for investigation. The cartridge was returned in its original packaging. There was a hole in the package and it appeared that the package had been slightly crushed. The sample was sent to the manufacturing site for further evaluation. There are current controls in place to detect holes in packaging. It is unlikely that the observed damage was present at the time of manufacturing. It appears that the packaging most likely got broken due to storage/shipping conditions. Reference file (B)(4) for investigation photos and file (B)(4)_tecateinvestigation for the manufacturing site's investigation. A corrective action is not required at this time since storage/shipping conditions appeared to have caused this issue. The reported complaint of "broken package - sterility compromised" was confirmed. The cartridge was returned in its original packaging. There was a hole in the package and it appeared that the package had been slightly crushed. The sample was sent to the manufacturing site for further evaluation. There are current controls in place to detect holes in packaging. It is unlikely that the observed damage was present at the time of manufacturing. It appears that the packaging most likely got broken due to storage/shipping conditions. Teleflex will continue to monitor and trend on complaints of this nature.